Manufacturer narrative:
There was no power outage and the hard drives appeared to be healthy. Rebooting the cns, which should be done on a regular basis, resolved the issue and the application launched normally. No patient harm was reported.

Event description:
The nurse reported that the central nurse's station (cns) application spontaneously shut down.

Event description:
The nurse reported that the central nurse's station (cns) application spontaneously shut down.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer nurse stated cns software closed and will not relaunch. There was no reported power outage nor any issues with the hard drives. During the call with nk tech support, customer rebooted the device and the cns application launched as intended. It was not clear if customer had closed the software or it was found closed. No information was provided. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 6/27/2015. Service history shows the following: (B)(6) 2019 300155483 - device rebooting due to corrupted software. This was ultimately caused by device being moved causing an abrupt shutdown. (B)(6) 2018 300136974 - current notification. (B)(6) 2018 300135276 - not related to software not launching. (B)(6) 2017 300105681 - not related to software not launching. (B)(6) 2017 300099721 - not related to software not launching. (B)(6) 2017 300072859 - cns was shutdown improperly causing network error. (B)(6) 2016 300061828 - not related to software not launching. (B)(6) 2016 300061629 - not related to software not launching. (B)(6) 2016 300058717 - not related to software not launching. (B)(6) 2016 300051072 - software would not boot after device was turned off "by accident". When checking the cabling, the network cable was unplugged. Software started after the cable was reseated. (B)(6) 2016 300037520 - device was moved, and customer was having trouble bring the cns back up [on the network]. The root cause was due to bad network cable. (B)(6) 2015 300024928 - not related to software not launching. Cns-6201 operator's manual, revision a, maintenance requirement is having device restarted once every three months. Additionally, while cns software is running, user should not connect any external devices, including usb memory stick. Details regarding why the cns software was closed, or if there were any errors are unknown. Upon restarting the cns device, the application launched as expected. No issues were observed. Based on available information, the root cause of the reported issue could not be determined. Service history for this device shows this is an isolated incident. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Investigation conclusion. Details regarding why the cns software was closed, or if there were any errors are unknown. Upon restarting the cns device, the application launched as expected. No issues were observed. Based on available information, the root cause of the reported issue could not be determined. Service history for this device shows this is an isolated incident. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.